Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant immunoglobulin a (iga_2), immunoglobulin g (igg_2) and immunoglobulin m (igm_2). Data provided by the customer was analyzed and it was found that the instrument was giving vertical motion errors at the time of the event. The cause of the discordant immunoglobulin a, immunoglobulin g and immunoglobulin m, test results is a vertical motion error. No further evaluation of this device is required.

Event description:
Discordant patient sample test results were obtained on an atellica ch 930 instrument for immunoglobulin a (iga_2), immunoglobulin g (igg_2) and immunoglobulin m (igm_2). The initial results were reported to the physician. The same sample was repeated twice on an alternate atellica ch 930 instrument giving different test results. A corrected patient test report was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant iga_2, igg_2 and igm_2 test results.